Event description:
Consumer reported a solution is "murky" in color. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The presence of elevated iron will affect product stability with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.